Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 3 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the main drawer 1.2, specifically the pockets in row a, were off the bus. When the drawer was opened, it was observed that the amber light was not lit. A field service engineer (fse) logged into the station and launched the test program from the desktop. The fse removed the pockets from the first spot in each of the other rows and then removed the side panel from drawer 1.2 to check all row board connections. After verifying the connections, the side panel was reattached, and all pockets were returned to their original slots. The station was powered down, and the rear panel of both the station and drawer one was removed. The fse disconnected the row board cable from the drawer controller board, cleaned the connector, and reconnected the cable. After reassembling the rear panel and powering the station back on, row a still lacked the amber light. The station was powered down again, and row a was removed from drawer 1.2. Upon inspecting underneath the pockets, a few small pieces of foil were found near the connectors. After removing the debris and reinstalling row a, the station was powered back on. This time, row a displayed the amber light like the other rows. The field service engineer then checked the drawers for rubber rail bumpers and found several bumpers missing and added three or four bumpers to the rails. The system functioned as intended after the field service engineer completed the repair